Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# s66ma. Triathlon prim cem fxd bplt #2; cat# 5520-b-400; lot# s749b. An event regarding revision due to infection involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the infection of this tka appears to be hematogenously seeded with pneumococcus agalactiae from her bilateral pneumonia. There is no evidence of an implant or instrumented related issue. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: based on the medical review, the infection of this tka appears to be hematogenously seeded with pneumococcus agalactiae from her bilateral pneumonia; there is no evidence of an implant or instrumented related issue. Consultation with the stryker ireland microbiology team indicated that based on the data reviewed, it is not possible that the causative agent of this post-operative infection was introduced to the surgical site on the medical device implants. CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Admitted for first stage revision of left knee prosthesis. Due to issues regarding knee infection fitted with a spacer.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Admitted for first stage revision of left knee prosthesis. Due to issues regarding knee infection fitted with a spacer.